Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted heavy eschar buildup on the jaws, sealing surfaces and in the blade channel of the device. Upon functional testing, engineering performed a blade activation test and was able to replicate the blade jam. Engineering observed that the blade was jammed in the eschar in the jaws, which prevented the jaws from opening fully. The blade jam was able to be corrected by cleaning the jaws and removing any excess eschar as specified in the instructions for use (IFU). After cleaning the jaws, engineering confirmed that the blade met specifications as the blade was able to travel smoothly along the full length of the jaws without jamming. The root cause of the blade jam and inability to open the jaw after sealing is eschar buildup. As eschar was noted within the jaws of the returned device, it is recommended per IFU that the "build-up of eschar can negatively affect the sealing and cutting performance...use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Practicing lap nephrectomy on cadaver- "inability to open the jaw after a sealcycle on cadaver tissue, grip does not open completely. Jammed cutting lever." Additional info received on july 1st: the clinical education specialist and tm was also present during the practicing lap. They changed the device for another one which worked perfectly. See below for more information from tm: the jaw itself does not open, tissue in the jaw seems to keep it closed. The blade lever cannot be pulled in, knife seems to be blocked by the tissue in the jaw. Jaws were removed from the cadaver tissue intraabdominally, unknown how. This was observed once and the handpiece was handed over as jammed. It is unknown how long the device had been used before the experience was observed. Recommend read out the device key. Resolution was to hand a new handpiece.